Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion; however, the stent strut was damaged. No patient complications were reported and the patient's status was fine.